Event description:
The patient was hospitalized for hypoglycemia after administering insulin to correct elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient stated that she administered excess insulin when correcting an elevated blood glucose level. The patient has continued to use the pump with no reported subsequent events.